Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable event of black rubber-like material found in the circulation port mesh filter after cleaning was confirmed. Based on the results of the investigation, it was analyzed that the foreign material sent to olympus, confirmed that the main component of the material was hydrocarbon rubber. It was confirmed that hydrocarbon-based materials (black) are used in the parts inside reprocessor. After reviewing the reprocessing steps information provided from the user, it was confirmed that there was no obvious deviation from the instruction for use (IFU). The root cause could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after cleaning with subject device, black rubber-like lumps were found on the filter. There were no foreign material found after the regular maintenance was performed. The issue occurred during reprocessing and was completed using the same set of equipment. There were no health hazards have occurred at this time.